Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, femoral imaging was not performed and the suture came out of the patient while attempting to tighten the knot. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 12f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture malposition was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.